Manufacturer narrative:
(B)(4). The customer returned the meter (B)(4). The complaint is under investigation and a f/u report will be filed once the investigation is complete.

Event description:
Customer reported receiving imprecise readings on their precision xtra/optium blood glucose meter. The customer obtained readings of 77 mg/dl, 192 mg/dl, 216 mg/dl, 249 mg/dl, 213 mg/dl and 199 mg/dl. When plotting the readings against the average on a parkes error grid, the results fell in the "a", "b" and "c" zones. The "c" zone result shows the difference in readings to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.